Manufacturer narrative:
D3: correction. D9: 12/18/2024. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be replicated. The cause of the reported issue was due to the damage latch lock mechanism. The issue was resolved by replacing the latch lock mechanism. Upon further investigation, the downstream occlusion (dso) and upstream occlusion (uso) seals were found to be delaminated. The seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed cassette not attaching. There was unknown patient involvement.